Manufacturer narrative:
UDI number: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Event description:
As reported, during a transfemoral tavr procedure, resistance was encountered as a 26mm sapien 3 ultra valve and commander delivery system advanced through the a 14fr esheath. It was observed that the valve ¿came through¿ the side of the sheath and was in the adipose tissue. The valve and delivery system were surgically removed. A liner tear was observed when the esheath was removed from the patient. A 16fr esheath, a new valve and a new delivery system were then prepared and used for the procedure. At the time of the report, the patient was in stable condition and has been discarded. During the preliminary engineering evaluation, a liner strand was observed following the decontamination and cleaning of the sheath.

Manufacturer narrative:
The 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sapien 3 ultra valve was exposed through the sheath liner and strain relief, located 1 inch from the comnut. The strain relief was severely damaged. The sheath shaft was unexpanded, and the tip was unopened with soft tip damage. A liner tear was observed starting from 1 inch from the comnut, 2 inches in length. A liner strand was observed at the liner tear region starting 1.5 inches from the conmut, measuring 5/8 inches in length. The strain relief was cut by engineering and a liner tear was observed starting from the liner strand location to the comnut and connected at both ends. The delivery system showed a kink/compression on the flex shaft approximately 1/8 inch from the flex tip. The valve had multiple bent struts on the inflow and outflow sides of the valve. Review of the provided case cine imagery revealed the valve with bent struts, exposed through the sheath during the delivery system insertion. The vessel appeared slightly curved. The 3mensio report revealed tortuosity present in the right access vessel. Dimensional analysis of the liner thickness, measuring along the length of the tear and strand, was performed. The liner thickness was within specification. No functional testing was able to be performed on the esheath due to the nature of the complaint. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from february 2020 to january 2021 for the esheath (all models and sizes) revealed other similar complaints based on similar reported events and associated root causes/evaluation and codes. Available information suggests that patient/procedural factors (calcification, tortuosity, vessel size, non-coaxial insertion, device removal intervention, excessive manipulation, valve strut caught on liner, excessive manipulation (insertion - delivery system), withdrawal of burst/torn balloon, bent valve strut/damaged valve) may have contributed to the complaint events. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed through the evaluation of the returned device. No manufacturing abnormalities were observed on the returned sample; dimensional measurements met specification. Reviews of DHR, lot history, and complaint history showed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Per the complaint description, 'resistance was encountered as a 26mm sapien 3 ultra valve and commander delivery system advanced through the a 14fr esheath.' Per the device training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. The presence of calcification, as evidenced by the severe soft tip damage can reduce the vessel lumen diameter and may increase restriction leading to resistance. Per imagery review, the access vessel had presence of tortuosity. Tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, resulting in increased resistance. Additionally, per the case notes, the sheath was inserted at a '45-degree angle.' Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against the future. Product evaluation revealed bent inflow struts on the crimped valve on the delivery system that was used with the sheath. It is likely the damaged valve altered the profile of the valve, becoming more susceptible to catching onto other surfaces. The interaction between valve struts and the sheath, combined with excessive device manipulation to counter the resistance and navigate through a tortuous anatomy, may have contributed to the liner tears, liner strand and damage observed on the sheath. As such, available information suggests that patient (tortuosity) and procedural factors (excessive manipulation, bent valve strut caught on liner) factors likely contributed to the reported event. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per the product risk assessment, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in implementation phase.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00238.